Manufacturer narrative:
No product information available at this time.

Event description:
According to the reporter, intra-operatively, the device was unable to fire. Stapler was closed and stuck on the renal artery. Removed the stapler by disassembling the handle and reattaching a new idrive handle. New stapler was used to complete procedure. No patient injury noted. Medwatch: mw5069934.